Event description:
It was reported that the insulin pump has a blank display screen. . Customer's blood glucose reading was 203 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The device was monitored for several days and no blank display noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. No unexpected battery out limit alarm noted. The device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.